Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The device history records were reviewed with no evidence to suggest a manufacturing related cause. The potential cause of guide wire unraveled when passing the catheter over it could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
(B)(4). The customer alleges that as the catheter was being inserted the guidewire unraveled. The physician was able to pull the wire out and determine that the tip was intact. No patient harm reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
(B)(4). The customer alleges that as the catheter was being inserted the guidewire unraveled. The physician was able to pull the wire out and determine that the tip was intact. No patient harm reported.